Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this electrode, the patient was unable to be induced during the procedure. The product was successfully implanted and the pocket was closed. Induction testing was performed the following day and was successful in inducing the patient, however, the patient was unable to be converted and high out of range shock impedance measurements greater than 200 ohms were observed post shock therapy delivery. The system was viewed under fluoroscopy and noted the electrode was fully inserted into the device header, however, the electrode placement was observed to not be deep enough under the tissue. An invasive procedure was performed. The electrode was repositioned deeper under the tissue. Shock impedance measurements were noted to be stable at 90 ohms and the patient was able to be successfully induced and converted. No additional adverse patient effects were reported. This product remains implanted and in service.